Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Last 5 days his blood sugar had been higher [blood glucose increased]. Spindle of the pen would not move [device malfunction]. Spindle of the pen would not move and when applied pressure cartridge was cracked and the insulin was leaking out [product physical issue]. Expired device used [expired device used]. Case description: this serious spontaneous case from the (B)(6) was reported by a physician as "last 5 days his blood sugar had been higher(blood glucose increased)" with an unspecified onset date, "spindle of the pen would not move(device component malfunction)" with an unspecified onset date, "spindle of the pen would not move and when applied pressure cartridge was cracked and the insulin was leaking out(cracked product)" with an unspecified onset date, "expired device used(expired device used)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with insulatard penfill (insulin human) suspension for injection, 100 iu/ml, dose, frequency & route used- 11 iu, bid, regimen # 2- 27 iu, qd (16 units in the morning and 11 units at night ) ongoing, subcutaneous from unknown start date and ongoing for "type 2 diabetes mellitus", novopen 5 (insulin delivery device) from unknown start date and ongoing for "type 2 diabetes mellitus". Current condition: type 2 diabetes mellitus (since 2014), torticollis, hypertension (since 2007), monoclonal gammopathy of undetermined significance (since 2015). Concomitant products included - metformin, atorvastatin, omeprazole, ramipril, aspirin (e.c.)(acetylsalicylic acid), diazepam, trihexyphenidyl, amlodipine, iodine. Non codable includes bd microfine ultra 4 mm. On an unknown date, it was reported that novopen 5 wasn't working properly and described as spindle in the pen wasn't moving. Then the pen moved by the patient it was noticed it puts pressure on the cartridges and cartridge was cracked and screwd the insulin was leaking out. It looked like the spindle had cracked the vial. As a result, the patient missed the dose. It was reported that blood sugar had been higher than the normal 6-7(units were not reported) it was usually and had been at levels of 15-16 (normal range) and blood sugar levels had doubled. It was also reported that blood sugar levels were 5-8 (units not provided). The patient was provided with syringes to administer the insulin. Batch number of insulatard penfill was jr71d44. Batch number of novopen 5: fvg7565. Action taken to insulatard penfill was not reported. Action taken to novopen 5 was not reported. The outcome for the event "last 5 days his blood sugar had been higher(blood glucose increased)" was unknown. The outcome for the event "spindle of the pen would not move(device component malfunction)" was not reported. The outcome for the event "spindle of the pen would not move and when applied pressure cartridge was cracked and the insulin was leaking out(cracked product)" was unknown. The outcome for the event "expired device used(expired device used)" was unknown. On (B)(6) 2020 the case was initially regarded as non serious. However the case was reclassified from nonserious to serious on (B)(6) 2020 due to seriousness criteria for the event "last 5 days his blood sugar had been higher". Investigation results: product name : insulatard penfill batch number: jr71d44. The product was not returned for examination. Product name: novopen¿ 5, batch number: fvg7565, the electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect any leakage from the pen system or cartridge. The piston, cartridge holder or any other part of the pen did break the cartridge. The cartridge was intact after testing. It was not possible to detect the alleged fault with the piston rod. Microscopic examination performed. Small pieces of broken glass were observed on the piston rod and surrounding joints. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault. Confirmed: damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. On (B)(6) 2021, an amendment was performed. Since last submission the following information has been amended: the case was initially marked as non-reportable and is now corrected to be reportable. All the required fields for final reportable incidents filled. On (B)(6) 2021, an amendment was performed. Since last submission the following information has been amended: reference number assigned by nca has been updated in the case. On 22-apr-2021, the follow-up report is being submitted since novopen 5 was assessed as similar to novopen echo with implementation of the combination products pmsr guidance. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Manufacturer's comment: (B)(6) 2020: the suspected device novopen 5 has been returned to novo nordisk. Microscopic examination revealed small pieces of broken glass on the piston rod and surrounding joints. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Elderly age of the patient ((B)(6)), non-novo nordisk needle use, storing the device with needle attached between injections and expired device use are risk factors accidental damage and device malfunction. Evaluation summary: name: novopen¿ 5, batch number: fvg7565. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. It was not possible to detect any leakage from the pen system or cartridge. The piston, cartridge holder or any other part of the pen did break the cartridge. The cartridge was intact after testing. It was not possible to detect the alleged fault with the piston rod. Microscopic examination performed. Small pieces of broken glass were observed on the piston rod and surrounding joints. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. It was not possible to detect the alleged fault. Confirmed: damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device.